Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose and keypad anomaly. Customer's blood glucose reading was 584 mg/dl. Customer treated their high blood glucose via insulin pump. Troubleshooting for keypad anomaly was performed. Customer's mother advised the buttons on the device were unresponsive. Customer advised during a bolus attempt the numbers did not ramp up on their own. Customer performed the self-test and passed. Troubleshooting for battery out limit alarm was performed. Customer received weak battery alarm in addition to the battery out limit alarm. Customer advised the battery was out of the insulin pump for a long period of time which resulted in the alarms. Customer was advised to use the recommended battery for the insulin pump to properly function. Customer was advised to monitor the insulin pump, their high blood glucose levels and call back if issues persist.